Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model v1850200 pta balloon dilatation catheter allegedly experienced deflation problem. The information was received from one source. One patient was involved with no reported patient injury. The female patient was 73 years old and weight not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model v1850200 pta balloon dilatation catheter allegedly experienced deflation problem. The information was received from one source. One patient was involved with no reported patient injury. The female patient was 73 years old and weight not provided.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05539. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event could not be determined. The device is labeled for single use.